Event description:
It was reported that, "the broach handle broke during impaction."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.